Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood started leaking once the needle was retracted, and customer noticed the spring was exposed. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional information date received by manufacturer: 02-july-2024. After further evaluation of the complaint, it has been determined that the previously submitted MFR report #:1024879-2024-00577 was submitted in error; it was a duplicate. Therefore, the report of reportable device malfunction has been sent in MFR report # 1024879-2024-00569. This MDR is now void.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood started leaking once the needle was retracted, and customer noticed the spring was exposed. No patient or user impact reported.